Manufacturer narrative:
(B)(4). The insulin pump passed prime test, excessive no delivery test, self test and unexpected error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 273mg/dl at the time of the incident. The customer¿s current blood glucose was 273mg/dl. The customer reported that she has had high blood glucose all day, and when she went to change the pump, she found that the reservoir compartment was damaged. The customer reported that lip of reservoir compartment was chipped. The customer treated high blood glucose shots. The customer stated the drive support cap appeared normal (slightly indented). The customer declined to perform the high pressure test. The insulin pump was returned for analysis.